Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A biomedical engineer reported to olympus, the cylinder hose o-rings (washers) were missing. There is a high pressure hose connection failure due to damaged or o-ring lock nut falling off. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, h6 and h10. B5: the information included in b5 was inadvertently omitted from the initial medwatch. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. Based on the results of the investigation, the root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the issue they were having was due to their staff wanting to add additional washers when replacing the tanks. The customer noted that in the past they had a different yoke that slides from the top and it secures by using a small gray washer that came with the new tank. After doing some testing they were able to use the yoke without additional washers, but their staff is still convinced that it needs to have an additional washer.